Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no act button response due to a flattened button dome switch. No audio anomaly was noted. No reset anomaly could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a stained case.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 145 mg/dl. The customer stated that the device had been beeping, so he changed the battery and found that the insulin pump still continued to alarm. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.